Manufacturer narrative:
Submitted: 28-feb-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: device evaluation: on investigation, the display was found to be dim and discolored and the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and a case/condition issue. This report is made based on results of investigation completed on 14-feb-2018.